Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. The hcp reported that the patient started having an increase in spasticity recently following a long flight back from hawaii. Patient was evaluated and hcp did not think she was in withdrawal and said there was no increase in patient's seizure activity, however did note a change in tone. Pump was read and there were no alarms. Since patient was close to a refill, they decided to refill early and expected 4.3 ml but got nothing back. Pump was able to be refilled to 20 ml with no issue. The hcp would bring patient back next week to check volume.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.